Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 110 mg/dl at the time of the report. The customer's nurse stated that the customer went camping and did not take any supplies or insulin with him. As a result, when the customer ran out of insulin he could not treat his blood glucose, causing the event. Nothing further was reported.